Event description:
During the device evaluation, it was found that the bronchofibervideoscope displayed damage on the objective lens, causing a foggy image to occur. No patients were involved

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.